Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient apparently underwent a closed reduction and pinning of her proximal humerus fracture at (B)(6) hospital ((B)(6) 3 weeks prior to this event. Four pins were used. Patient then had 3 pins removed from the right shoulder (B)(6) 2004 due to migration of the pins. The fourth pin migrated to the thoracic cavity and thoracic surgery was required to remove it. (B)(4).